Manufacturer narrative:
(B)(4). The customer reported to have inspected the device but was not able to duplicate the reported issue. The ventilator passed the entire testing without any failure. The ventilator was returned to service. Covidien was not authorized to evaluate the device.

Event description:
It was reported that the ventilator had a breath delivery (bd) power on self-test failure. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.